Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had leds flashing. The issue was identified during set up before use. There were no reports of patient involvement.

Event description:
No additional information received form customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the lamp blinks reportable malfunction was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was because lamp is lost, the lamp blinks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.